Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This issue was identified during use at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: august 19, 2021 - august 20, 2021. H10: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed and a leak was observed at the spike port bonding area of each sample. The reported condition was verified. The cause of the condition could not be determined; however, the likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.